Event description:
Damage to the pump housing and usb port was reported, affecting the customer's ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Cts resolved to replace the pump and advised the caller on using manual daily injections (mdi) as a backup therapy.